Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 385100 and lot number 4149014. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
Facility name exceeds characters limit: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte closed luer access device septum leaked. The following information was provided by the initial reporter, translated from chinese to english: 1. Specific operational use: on (B)(6) 2025, the departmental medical staff was using a septum needleless closed infusion connector to administer intravenous fluids to a patient; 2. Adverse event: leakage of fluid from a septum needleless closed infusion connector was detected; 3. Effect on the victim: no harm was caused to the patient; 4. Treatment measures taken and outcome: immediately replaced with a new septum needleless closed infusion connector to be used by the patient for intravenous infusion.¿